Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight: unknown. Reporter's last name and email: unknown.

Event description:
It was reported that the patient suffered from an infection. As a result, the implant (fnt410) had to be removed. Tooth location 19.

Event description:
It was reported that the patient suffered from an infection. As a result, the implant (fnt410) had to be removed. Tooth location 19.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: 20 sep 2019. B5: it was reported that the patient suffered from an infection. As a result, the implant (fnt410) had to be removed. Tooth location 19. D4: expiration date: 03 oct 2016. G4: 22 aug 2019. G7: follow up. H1: serious injury. H3: yes, evaluation summary attached. D3: yes, evaluation summary. Similar complaints for implant infection have been previously investigated. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing record reviews, the documented disposition actions for each did not suggest the likely release of non-conforming product. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Additionally, all device history record reviews verified that each implant was sterilized per procedure for every device. All complaint data used for the summary investigation was found to be conforming that no escalation is required. Therefore, there were no complaints which confirmed a manufacturing or design related issue that did or could cause or contribute to the reported event. A device history record (DHR)) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was performed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. Contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.